Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No excessive no delivery alarms noted; however, an unexpected motor noise anomaly noted during rewind due to faulty motor. Unit was tested with a water fill test reservoir and unit left at display matched unit left at test reservoir. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that insulin pump passed self-test and made a grinding sound during displacement test. Customer also reported to have received no delivery alarm. Customer's blood glucose was 150 mg/dl. Customer reported that after about six infusion set changes insulin pump worked. Customer was advised that insulin pump would need to be replaced.